Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for triple neurolysis. Another additional surgery was for removal of the failed device where inflammation was noted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No specific device issue has been alleged, and no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent right inguinal hernia repair. A bard/davol perfix plug was implanted in patient during this repair. On (B)(6) 2016: the patient underwent triple neurolysis the physician clipped the genitofemoral, ilioinguinal, and iliohypogastric nerves due to chronic right groin pain. On (B)(6) 2017: the patient underwent removal of the failed perfix plug. During the procedure the physician noted, ¿we dissected circumferentially around the cord and found the plug of mesh in the direct space. We dissected the cord free from the plug and removed the plug and passed it off the specimen as mesh. We then dissected the rest of the mesh from around the cord and also the pubic tubercle with care again trying to preserve the cord as much as possible. There was a lot of inflammation in the area just from the chronic nature of the mesh.¿ the patient continues to experience complications related to the perfix plug. He will likely require additional surgeries to repair the damage from the mesh product. The mesh implanted in patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.